Event description:
It was reported that during an lsh procedure, while in use to cut the uterus, the tip broke. Tip fell into the pt and an x-ray was taken, no problems found. Report does not indicate if tip was found at this time. It was not indicated how the case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.